Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case it is possible the suture did not release from the proximal foot. Then when the plunger was pulled, the likely resistance generated enough drag to cause a separation of the anterior cuff from the link. If this was the case, a successful deployment should have occurred, and the placement of the suture completed. It is possible however that there was a sub optimal placement of the device generating a malposition. However, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the proglide did not work. Two other proglide were deployed and achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.